Event description:
The customer reported that she was hospitalized with ketones and possible heart problems. The customer's blood glucose reading was 85 mg/dl at the time of admission. The customer had been experiencing high blood glucose levels for the past five days. Troubleshooting was performed. Found multiple no delivery alarms in the alarm history. The insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer declined further troubleshooting and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.